Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call is not sending any signal to nurse station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the sidecom communication cable was inoperative due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed and other preventative maintenance on this bed. The technician replaced the sidecom communication cable to resolve the issue. Based on this information, no further action is required.